Manufacturer narrative:
Date mentioned in this section is approximate, patient have not provided the event date this report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR report: 1221359-2022-04461.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed, this report addresses false positive is one (1) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on unknown date & sample. Pcr confirmation testing was performed and generated negative result. Although requested, no additional patient information, including treatment and outcome, was provided at this time.

Manufacturer narrative:
This report is being submitted to provide updated information as well as correct the date of occurrence. Please refer to b3 and b5 for corrected dates and updated information. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed between (B)(6) 2022 to (B)(6) 2022 using two lots (1073378 and 1073255). This report addresses false positive result one (1) of three (3). The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022 using a kitted throat swab sample. Pcr confirmation testing was performed and generated a negative result. Although requested, no additional information, regarding patient treatment or outcome was provided.